Event description:
A broken cryocyte bag. Location of the break was reported as a sliced corner seam. The bag contained 80ml of hpc-a cells, 68mls of which were transfused into the pt. The pt's infusion was delayed as a result of the bag breakage. Customer did not provide information regarding engraftment. The bag was frozen in one inch of liquid nitrogen. The duration of storages was approximately four months. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.